Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: valve was embolized into the aorta with partial deployment and was deployed at the ascending aorta, and second valve was deployed in the aortic annulus. The commander delivery system was returned and per initial device evaluation, a pinhole was observed on the proximal side of the commander delivery system balloon, confirming balloon leakage instead of a balloon burst (please refer to related manufacturer report # 2015691 2023 14811). The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve embolizing into the aorta was confirmed through the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, the inflation balloon leaked during the valve deployment, which led to partial expanded valve, so the valve could not anchor to target site (native annulus), resulting in embolized into aorta as reported. As such, available information suggests that procedural factors (balloon leakage) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction to the h.10. After administrative review, it was confirmed that the imagery received from the site shows that the first valve was deployed in the descending aorta. No further action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no:. 2015691 2023 14811. Investigation is ongoing. H3 other text : device remains implanted.

Event description:
A delivery system balloon burst and subsequent valve embolization occurred per report by an edwards lifesciences field representative.this was a transfemoral transcatheter aortic valve replacement procedure using a 29mm commander delivery system and a 29mm sapien 3 valve. The valve crossed the annulus. Inflation technique was slow. The valve was partially inflated, and the commander delivery system balloon burst. The valve embolized aortic as the commander delivery system was being withdrawn. A second commander delivery system was inserted and used to dilate the embolized valve in the descending aorta. The second commander delivery system was removed. A third 29mm commander delivery system was prepped and used to successfully deploy a 29mm sapien 3 valve in the aortic annulus.

Manufacturer narrative:
A voluntary medwatch was received for this event. Please reference related MDR report no.: mw5145459. No further action is required.